Event description:
Service of summons was manufacturers first notification of this event. Plaintiffs counsel claims in the complaint that " patient that did a shoulder treatment in a rehab center with a chattannoga device, got a functional injury". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation.